Event description:
Ethnicity : non-hispanic. The patient underwent fusion surgery at anterior lumbar spine using rhbmp-2/acs, alif spacer, screws, washer and screws.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2010 the patient presented with bilateral lower extremity pain and low back pain status post previous surgery. An MRI of the lumbar spine indicated ¿changes status post anterior and posterior fusion at l5-s1. Pedicle screws are in excellent position at l5 and s1 and there is an anterior fusion plate also well located. Interbody fusion implant is present and is also very well located in the central portion of the disk. Unusual multilobular fluid collection in the l5-s1 disk interspace associated with the fusion implant. I do not believe that this is infectious as there are no other signs of infection such as edema or enhancement. There is no neurologic impingement.¿ it was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.